Event description:
Caller reported that pump battery depleted too quickly, leading to a pump shutdown. Blood glucose level exceeded 500 mg/dl, with the exact highest value unknown, but displayed as "high". Customer addressed high blood glucose by administering a correction bolus via the pump. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.